Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. Troubleshooting was performed. Customer's blood glucose at the time of the incident was 118mg/dl. The customer stated that when they performed a rewind, the status on the insulin pump indicated rewind complete, but the reservoir did not go all the way back. During troubleshooting, a no reservoir alarm was received. The troubleshooting did not resolve the issue. The customer stated that they were using an older insulin pump and was advised to discontinue use and switch to the new insulin pump that they had. The insulin pump will not be returned for analysis.